Event description:
Patient reported right side ¿ruptured¿, ¿right breast became smaller", ¿concerned if it affected my first child who had breastmilk¿, ¿was worried that the prosthesis would have an adverse effect on lung glass nodule¿, ¿aware the textured type was not good¿, ¿tried breastfeeding but it was difficult as it felt like one of her milk ducts was blocked¿. The following events are not related to the device ¿felt tired and not well in general¿, ¿lung glass nodule¿, ¿waste glass nodules¿, ¿shoulder strain¿, ¿neck strain¿ and ¿had blood tests at a hospital, white blood cell / blood platelet / hemoglobin count were low¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿ruptured¿, ¿right breast became smaller", ¿concerned if it affected my first child who had breastmilk¿, ¿was worried that the prosthesis would have an adverse effect on lung glass nodule¿, ¿aware the textured type was not good¿, ¿tried breastfeeding but it was difficult as it felt like one of her milk ducts was blocked¿. The following events are not related to the device ¿felt tired and not well in general¿, ¿lung glass nodule¿, ¿waste glass nodules¿, ¿shoulder strain¿, ¿neck strain¿ and ¿had blood tests at a hospital, white blood cell / blood platelet / hemoglobin count were low¿. The device has been explanted.